Event description:
It was reported that the pt was admitted in 6/1997 after a fall resulting in a closed split depression fracture of their right lateral tibial plateaue. Pt underwent open reduction internal fixation in 1997, was transferred to medical rehabilitation on 6/1997 and discharged home without complications on 7/1997. In 1997 pt was readmitted with a two-week history of pain and swelling of the right proximal tibia, fever and right leg draining blisters. In 1997 pt underwent incision, drainage, debridement of soft tissue "abscess" and osteomyelitis of the right proximal tibia. Vancomycin beads and drains were left in the wound. Pt was discharged for home health IV therapy in 9/1997.